Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported their controller battery is dead. Patient stated they have been using the controller the last few days, and it kept flashing batteries, and they would take the battery out and put it back in. Yesterday, it kept saying batteries and then it went dead. Agent had patient remove the battery pack and plug the controller into the ac power supply. Patient confirmed the controller powered on. Patient reinserted the battery and confirmed the green light was blinking above the screen. Patient had to reset the date/time. Patient unlocked the controller and reported the controller battery was at 40% and the implanted neurostimulator was in the orange. The troubleshooting steps that were taken on the call resolved the controller issue. Patient stated they also noticed that when charging their implant they cannot get the stimulator to progress past 30%. Agent advised to fully charge the controller then attempt to charge the stimulator. If issue persists, agent advised the patient to call back for further troubleshooting. No symptoms were reported.